Event description:
Complainant alleged that a female nurse (age unk) rec'd an unintended delivery of energy when performing a 100 joule defibrillation self test on the device. When performing the test, the nurse had rested one of her hands on an anodized aluminum sterilization tray located side of and touching the device on the crash cart. The tray was a little larger than the defibrillator. When the nurse pressed the two discharge buttons on the multi-function cable with two fingers of one hand she rec'd the shock in the hand that was resting on the sterilization tray. There was no pt involvement in the reported malfunction. The complainant indicated that the nurse who rec'd the unintended delivery of energy had been a little "shaken", but that there were no lingering after effects or any adverse effects on the nurse.